Event description:
The lay user/pt called lifescan (lfs) on july 18, 2008 and alleged that a one touch ultralink meter was giving inaccurate high results. This complaint is being classified based on the available info, as the pt could not be contacted by phone to obtain the add'l info. The pt indicated that the reported issue started on the day before at around 3:00 pm. He reported of receiving a blood sugar result of 82 mg/dl on the reported lfs meter sometime during the issue. He reported passing out sometime after the issue started. He received assistance from the ER at around 6:00 pm that day. He was tested on the ER meter and received blood sugar results of 42 mg/dl. He was treated with IV glucose and was tested again and had received results of 92 mg/dl, 120 mg/dl and 130 mg/dl. It is unk what kind of blood sugar was the pt receiving prior to passing out and what action did he take in regards to his diabetes medication based on those readings. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, he was reading the meter right side up, the unit of measurement was set correctly, and the sample was drawn from an approved source. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt allegedly developed hypoglycemia symptoms after the alleged issue. It is unk what kind of blood sugar readings was he receiving prior to developing the reported symptom.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If the products will be returned, lifescan will evaluate them and, if they do not pass inspection, lifescan will inform FDA of the results in a supplemental report.